Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that the pump alarmed button error during a bolus. The customer stated that the numbers rapidly changed on display and he could not stop it. The customer stated that after a battery change, the pump alarmed failed battery test. The customer was not able to clear it. The customer has back-up plan.